Event description:
A malfunction was reported on the customer's pump after it got wet inside a pool. Despite the malfunction, there was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, but the malfunction persisted, leading to the decision to replace the pump. Technical support provided guidance on using the replacement pump and instructed the customer to return the faulty unit to tandem using a pre-paid label. A replacement pump with updated software was sent to the customer, who will use a backup therapy to maintain insulin delivery in the interim.